Manufacturer narrative:
Customer follow up on (B)(6) 2019: reportedly, the replacement (tandem-provided) wall adapter worked to successfully charge the pump. Per the additional information received, the reported power source alert issue was not a complaint due to the customer using non-tandem supplies at the time of the initial event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 249 mg/dl. A replacement wall adapter was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the pump could charge successfully using the alternate wall adapter; however, no additional information could be obtained.